Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
On november 17, 2025, the user reported discontinuing use of the system due to perceived discrepancies in glucose readings. Although no specific examples were provided, the user described receiving a nighttime alert indicating low glucose levels which did not correspond with their symptoms. Upon verification with a fingerstick, the user found their glucose levels to be within normal range. The user expressed concern that action based solely on the system alert could have led to unnecessary medication administration. The user also noted feeling anxious due to the alerts but clarified that their statements regarding potential harm ("could have died") were hypothetical and made to express their level of concern. No adverse event was reported.the case was escalated to the technical team for review. Initial analysis of data management system (dms) records indicated that the user had not used the system since november 1, 2025. Evaluation of in vivo raw sensor data showed no anomalies. In vivo glucose data revealed that the user was entering a value of 100 mg/dl at every fingerstick calibration since october 7, 2025, consistent with calibration being performed using "estimated" values rather than true blood glucose (bg) measurements. Entering estimated values can disrupt calibration and result in deviations in sensor readings. The user was requested to perform a re-link to clear the calibration history, which was successfully completed on november 18, 2025, at 7:08 pm. Following the re-link, the user continued to enter the estimated value of 100 mg/dl at each calibration. Dms records confirm system use was discontinued as of november 22, 2025.as referenced in the user guide, users are instructed to confirm their glucose with a blood glucose meter when their symptoms are not consistent with sensor readings. In this case, the user followed this guidance by obtaining a fingerstick measurement to verify their glucose before making any treatment decisions. Additionally, the user guide describes the proper process for calibrating the system, emphasizing that calibration must be performed using true blood glucose measurements obtained from a meter. It also warns that entering inaccurate bg values can result in inaccurate sensor readings. In this case, the user's calibration entries were not based on true bg measurements, which likely contributed to the observed discrepancies.no system malfunction was identified, and therefore no further investigation was deemed necessary. B4.date of this report 13 feb 2026. G3.date received by the manufacturer? 13 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.